Event description:
The field service engineer (fse) reported that during performance verification testing the battery is failing the battery test. The device was not in use; therefore there, was no patient involvement or harm. The fse replaced the battery to address the reported problem. The unit passed all applicable testing.